Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga separated from the hub. The following information was provided by the initial reporter: retracting before white button is pushed, and some have popped out when placed in vein.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-apr-2023. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received three sealed 22g x 1.00in. Insyte autoguard units from lot number 2216568. All three units were inspected for all reported defects as it could not be distinguished what unit was associated with each defect. A gross visual inspection of the returned units did not identify any damage to the components and did not find any separation of the components. The units were sealed, and the needle was still in the un-retracted position showing that no premature retraction had occurred. The catheter assemblies were leak tested to verify that no damage was present on the catheter. None of the units were found to leak. Finally, the needles were tested for needle retraction and all units successfully retracted without resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga separated from the hub. The following information was provided by the initial reporter: retracting before white button is pushed, and some have popped out when placed in vein.